Event description:
Medtronic received information that 6 months following the implant of this transcatheter bioprosthetic valve, the patient had surgery for a femoral neck fracture after falling. Subsequently, the patient became bedridden and was hospitalized for congestive heart failure (chf). Seven months after transcatheter aortic valve replacement, the patient was hospitalized for atrial fibrillation (afib), and received treatment for abnormal inr and k test values. No additional adverse patient effects were reported. Additional information was received that per the physician, the valve did not cause or contribute to the chf or the afib.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 months following the implant of this transcatheter bioprosthetic valve, the patient had surgery for a femoral neck fracture after falling. Subsequently, the patient became bedridden and was hospitalized for congestive heart failure. Seven months after transcatheter aortic valve replacement (tavr), the patient was hospitalized for atrial fibrillation (afib), and received treatment for abnormal inr and k test values. No additional adverse patient effects were reported.